Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported alerts for patient notifier and long charge time was noted via merlin@home transmission during remote follow-up. Device replacement was discussed as there is no logical explanation for the long charge time. Patient was contacted for a scheduled clinic visit a few days later and did not show up. The physician¿s office has been unable to reach the patient. No patient symptoms were reported. No further information available.